Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level at the time of incident was 364 mg/dl and went up to 440 mg/dl. Customer stated that he tried to bolus 2 units but the blood glucose did not go down. Customer stated that they did not have any alarm on insulin pump. The insulin pump will not be returned for analysis.